Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error related to battery depletion. Technical services (ts) reviewed device data and confirmed that this s-ICD was depleting prematurely. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service. No adverse patient effects were reported.